Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging was intact and showed no visible damage. The jar safety seal was broken. There were gasket remnants on the rim of the jar. Crystallized, dried glutaraldehyde were present along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. The gasket exhibited thin linear areas of peeling in the rubber material, spatially aligned with gasket material observed adhered to the jar rim. Loose pieces of gasket were noted inside of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use of the transcatheter aortic valve, when opening the jar the sealing ring came loose and was found lying on top of the glass. The valve was not used, the jar was closed again, and a new valve was opened and used instead. No patient complications were reported as a result of this event.